Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed no audio output on patient's device on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, the international distributor reported patient tested alert functionality and patient reported alerts were not functional.